Event description:
It was reported that inadvertent deployment occurred. A 6x100, 130 cm eluvia was selected for use. During advancement over a 035 non-boston scientific guidewire, half of the stent accidently deployed prior to entering the patient. The device was removed and another stent was used to complete the procedure. There were no patient complications.